Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead .

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that 2 days after implant the patient had their scs system explanted because it pinched a nerve in their back, they became numb from the waist down, the patient could not move their leg, could not walk, and the patient could not void. This occurred on (B)(6) 2012. The patient wanted to discuss transcranial magnetic stimulation for pain. It was reported that they had lower back pain.

Manufacturer narrative:
The manufacture report number provided with the initial medwatch report was incorrect. The correct manufacture report number has been provided with this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.